Manufacturer narrative:
Evaluation of the returned smart coil could not confirm the reported complaint that the device was unable to advance from its starting position as it was also reported that the smart coil was later able to be advanced on the back table post-procedure. The root cause of the reported complaint could not be determined. During functional testing, the smart coil was advanced through its introducer sheath without an issue. Further evaluation also confirmed kinks on the pusher assembly. This damage was reported to have occurred post-procedure while handling the device and is therefore incidental to the initial complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (ic-pc) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, three smart coils were implanted into the target vessel followed by one non-penumbra coil, and one smart coil. The next smart coil was unable to move past its initial position within its introducer sheath. Therefore, the smart coil was removed. While manipulating the smart coil on the back table post-procedure, the physician was able to advance the coil before kinking the pusher assembly. The procedure was completed using four additional smart coils, fifty-one non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.